Event description:
Patient with cochlear nucleus freedom ci422 in right ear, and cochlear nucleus profile ci512 in left ear, experienced severe ear pain in both ears while in magnetic resonance imaging machine.